Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause fo the failure was isolated to open white (drvn_gnd) and black (main_batt) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires could not be positively identified but was likely excessive force. No adverse event resulted from the open wires.

Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the ECG electrodes were non-functional.